Event description:
It was reported that during a surgical procedure at the user facility, the drill was leaking. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was leaking. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
Since the device was received disassembled, a functional evaluation could not be completed and the leaking could not be duplicated. However, during the visual examination, a liquid substance was found within the drill. Potential causes for the presence of fluid within the device are cleaning habits by the user, such as improper draining, which can lead to the reported leaking.